Manufacturer narrative:
Product analysis a bend was evident to the catheter shaft at the strain relief. A fractured endoanchor was loaded in the applier housing on receipt of the device. The handle was opened, and no fluid or blood was observed within the handle. There were no loose connections or components observed. No corrosion was observed to the circuit board or connector pins. The battery was removed and measured 9.46v. The eprom was read and presented the following codes (locn x code): 0ax0c maximum current exceeded, 0bx14 rwwin, 0cx08 key pressed and released flags both active, 0dx17 fatal. The device was restarted in factory mode with the blue error light on, forward light flashing, back light on. The forward button was pressed and the motor advanced, deploying the fractured endoanchor with no issues noted. An in-house endoanchor was loaded and deployed with no issues noted. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis fours short videos were received for analysis. Videos depict 2 heli-fx appliers, the error light and backlight are flashing on both devices. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Two heli-fx appliers were used during the endovascular treatment of an endoleak. When attempting to load the endoanchor, the applier initially failed to pick up the endoanchor. A second attempt was made with another endoanchor, which was successfully loaded. This endoanchor was implanted into the stent graft; however, it detached and migrated to the patient¿s hypogastric region. The endoanchor did not come into contact with stent metal or calcification. No perforation or bleeding was observed. Despite attempts to recover the endoanchor, it could not be retrieved and remains loose in the patient¿s hypogastric region. The applier then started flashing an error light and was unable to load additional endoanchors. It was confirmed that the green reverse button flashed while loading the first endoanchor, followed by two beeps and a flashing green forward arrow. A second applier was used and functioned normally until the 8th endoanchor was implanted. At that point, it stopped working and both indicator lights began flashing. As no additional heli-fx appliers were available, the treatment approach was changed from endoanchors to a chimney procedure using a stent and cuff to seal the endoleak. Per the physician, the cause of the event was due to the non-conforming appliers. It was noted that the patient will not be monitored as there was no hemodynamic impairment in the patient.